Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3. E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient faced tape was not sticking and cannulas had untapped after a few hours of insertion it happened while patient was sleeping. The infusion set was in use for hours. No further information available.